Event description:
The advocate stated the customer received a blood glucose reading of 232mg/dl on the contour next ez, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.